Manufacturer narrative:
The device have not yet been removed, and there is a chance they will not be returned when they are removed. However, pneumonia is an anticipated device risk, and there is no suspected issue with the function of the device. The following devices are: lot #, model #, exp date, mfg date(sterile date): w05904-01, hus-v6, 09/30/2015, 10/08/2013; w05905-01, hus-v7, 09/30/2016, 10/08/2013; w06001-01, hus-v6, 12/31/2016, 01/14/2014; w06201-01, hus-v6, 04/30/2017, 05/06/2014; w06202-01, hus-v7, 04/30/2017, 05/06/2014.

Event description:
The spiration valves were placed (B)(6) 2014 for treatment of emphysema in left lower lobe of an alpha-1 antitrypsin deficiency patient. According to the treating physician, the patient responded well to the treatment physician, the patient responded well to the treatment, achieving significant volume reduction of the target lobe. Treating physician reported to spiration on (B)(6) 2015 that the patient acutely developed necrotizing post-obstructive pneumonia and empyema in the left lower lobe adn that is related to the device. Patient was in hospital for 7 days with chest tube and antibiotics, now home on IV antibiotics. As of december 1, valves not removed, as patient is not yet stable enough to undergo a bronchoscopy.